Event description:
It was reported that during preventive maintenance the cardiosave intra-aoritc balloon pump (iabp) unit fails electrical safety check. There was no patient involved.

Manufacturer narrative:
Due to character limit e1, initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: e1 (initial reporter, event site email event site telephone), e4, h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit and the unit failed the electrical safety check. The fse tried to tightened lock nuts on the earthing stud. It improved the reading but it still was not acceptable. The fse replaced the reel ac cable, lcd top display assembly, label ID, and screw plug and completed full electrical safety test, including gas leak test, and system self test on start up. The unit passed all functional test and met specifications. It was ready for clinical use again. The following investigation was performed by the technician of the maquet failure analysis and testing dept fat wayne nj. The failure analysis and testing dept received part number 0012-00-1688-25 and 0160-00-0127 with a reported unit failure of a failed electrical safety test. The fat performed a visual inspection and found 0160-00-0127 to have a damaged screen. See attachment. Probable root cause for this will be a user error due to signs of physical damage. The fat installed 0012-00-1688-25 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No fault confirmed for this part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev au.

Event description:
N/a.